Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the sample for investigation.

Event description:
Customer reported the enflow controller unit exploded with a burning smell. The issue occurred on set up prior to patient-use. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Device evaluation: d10, g4, h3, h6, and h10. Results of investigation: the suspect component was returned for evaluation. Based on the evaluation the reported defect could not be traced or reproduced.